Manufacturer narrative:
The investigation determined that a (B)(6) vitros (B)(6) result was obtained from a patient processed on a vitros 3600 immunodiagnostic system, when compared to (B)(6) results from a non-vitros system. Results of analysis of additional (B)(6) marker assays provided by the customer indicated the patient was exposed to the (B)(6) virus. There is no evidence to suggest that vitros (B)(6) reagent or 3600 system is not operating as intended. The assignable cause of the event is unknown, however, the possibility that an unknown sample interferent had contributed to the results could not be ruled out.

Event description:
A customer observed repeatable but discordant (B)(6) vitros (B)(6) results on a single patient sample tested on the vitros 3600 immunodiagnostic system, when compared to a (B)(6) result from a non-vitros system. Based on this information and other (B)(6) assay results, the vitros (B)(6) result is considered to be (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The (B)(6) vitros (B)(6) result was not reported outside the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).